Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ipg inoperable and at end of service (eos). Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored.